Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the gnd wire from the speaker was found to be broken. There is no audio output from the side speaker.

Event description:
It was reported that the device came off of the patient and did not alarm. No consequences or impact to patient.